Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl; she noticed air bubbles in her infusion set tubing. The patient treated by working in the yard. Her current blood glucose is 185 mg/dl. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.